Event description:
It was reported the system's cine operation failed to function. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard drive was reformatted. The system was then found to be operating as intended.